Event description:
On (B)(6)-2010 the facility called and stated that they received a scope (olympus (B)(4)) in the procedure room with yellow/green fluid in a channel. On (B)(6)-2010 mr. (B)(6), medivators field service technician (fse) visited the facility. While at the facility he noticed that some technicians were not attaching the hook-ups to the ercp scope correctly. Ercp scope model: oai, tjf 160 vf, requires hook-up hu0068 plus hu0112 or the 161. Hook-up hu0112 was not always being connected to the hu0068, leaving the elevator wire channel open/unflushed. On (B)(6)-2010 medivators clinical specialist spoke with a company representative on the phone. The employee stated that the staff told her that they don't use that channel during the procedure. The medivators clinical specialist informed the facility that the channel needs to be disinfected whether it is used or not. A link to olympus video on how to reprocess the channel was sent to the facility.

Manufacturer narrative:
Several attempts were made to contact the facility for further information in regards to patient injury reports. No patient injuries reported to us as of (B)(6)-2010.